Event description:
A pt with myasthenia gravis was undergoing her initial therapeutic plasma exchange (tpe) with human serum albumin as the replacement fluid. Approximately 9 mins into the treatment, the pt complained of back pain that radiated into her chest. The treatment was immediately terminated without returning the blood content in the extracorporeal circuit, resulting in an estimated blood loss of 166ml. The pt was transferred to emergency room (ER) and later discharged home following a negative cardiac workup. Subsequently, the pt underwent two successful tpe treatments with no complaints; she was pre-medicated with benadryl prior to initiating these treatments. The cause of the pt's symptoms most likely is related to the pt's sensitivity to the human serum albumin. MFR ref: 8010182-2014-00053.